Event description:
While performing a cervical and thoracic MRI the pt c/o "burning sensation" around ECG leads. The pt at the time was connected to a monitor vital signs monitor. The pt was connected to the vital signs monitor via ECG lead/cable model 9238. Replaced old 9238 ECG leads with updated q9240 ECG leads/cable. Provided MRI staff personnel with instructional booklet from invivio research inc on proper lead placement and procedures.